Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was getting numerous utis and their urine really stunk. The patient's primary care doctor wanted the caller to call in and see if the device would be causing this. It was stated that the patient had utis on and off. They had a uti in (B)(6) 2019 and then went 6 months without one, then they started again on and off. On tuesday (B)(6) 2021 the patient's granddaughter turned stim down and on (B)(6) 2021 the patient started not being able to control their urine. It was recommended that they increase stim, and they stated that the granddaughter would be coming the following day, and the caller would have them increase stim then.